Event description:
This is a report from a home patient (hp) who believed he had peritonitis. The hp was instructed to contact his peritoneal dialysis registered nurse (pdrn). The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the home patient's (hp) possible peritonitis. The pdrn stated that the hp was diagnosed with peritonitis on (B)(6) 2012. The hp was not hospitalized for the event. The cause of the peritonitis was a breach in aseptic technique further defined as the hp touch contamination while connecting the bags to the supply lines, did not wear a mask and did not wash his hands. The hp was treated with vacomycin and fortaz (dose, route and frequency not reported). The hp is recovering from this peritonitis event. The hp is scheduled for retraining on proper aseptic technique on wed (B)(6) 2012.

Manufacturer narrative:
(B)(4). The product code is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.